Event description:
A 4.0 mm diameter x 24 mm length driver rx coronary stent delivery system was inserted into a pt for the treatment of a long rca lesion. Vessel morphology was reported to be moderately tortuous with little calcification and a 100% stenosis. It was reported that the physician had difficulty engaging guide catheter support throughout the procedure. The physician deployed three drug-eluting stents from another MFR distal to the lesion. The physician then attempted to advance the driver to the lesion site when guide catheter engagement was lost. The physician pulled the stent delivery system to the distal end of the guide catheter in an attempt to further engage the guide catheter. The stent then dislodged from the balloon remaining in the coronary artery. The physician attempted to snare the stent, but was unsuccessful. The physician then advanced another MFR's balloon through the dislodged stent and withdrew the stent into the guide catheter. The balloon and guidewire were removed from the guide catheter; as the stent slipped down into the aorta. It was reported that the undeployed stent went from the aorta to the inferior limb. The pt was sent to another facility where the stent was surgically removed. No additional clinical sequelae were reported and the pt is fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. The returned device revealed the stent was returned separately from the delivery system. The balloon was un-inflated with evidence of stent crimping into the correct position on the balloon. The stent was intact with all stent segments present. One end of the stent was flared suggesting that the stent was stubbed by the guide catheter. The cause of the event was most likely procedural related due to difficulties encountered during the loss of guide catheter support. The physician did not blame the device.